Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: pain and swollen glands, pain in both implants and bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product.

Event description:
Patient reported "pain and swollen glands in the right and left arm pits", "pain in both implants" and "bilateral exchange from textured to smooth breast implants due to the patient¿s concern". The device remains implanted. This record is for the right side.